Event description:
Complainant alleged that while performing compressions on a (B)(6) old, female pt the corners of the electrode pads began to lift and lose adhesion to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.